Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of two feint wear stripes on the femoral head and wear patches on both bearing surfaces, including adjacent to the inner rim of the cup. These features likely indicate that a degree of edge loading or subluxation of the parts occurred. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. Note here also that the stem was stated to be undersized and in a slightly valgus position, which may also have contributed to the disruption in loading. The scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. The black discoloration at various locations on the surface of the female taper of the femoral head suggests that fretting or galling mechanisms were active at this taper interface. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04566 / 04565).

Event description:
It was reported by the research department that the patient underwent a right total hip arthroplasty on (B)(6), 2005. Subsequently the patient was revised on (B)(6), 2013 due to adverse reaction to metal debris (armd). During the procedure, clear fluid, trunnion staining, and caseous tissue were noted. Reported from (B)(4) laboratory.